Event description:
The customer reported to olympus that this camera head is out of balance. Additional information was obtained and customer clarified it was white balance. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the white balance cannot be obtained. Additional findings include the main unit was flooded and the video connector had cracks. Based on the results of the investigation, it is likely that the following led to the malfunction: since the actual product had a watertight defect, it was presumed that the water tightness of the actual product could not be maintained, resulting in flooding of the main unit due to moisture that had entered the interior. A device history review revealed no issues were found. This issue is addressed in the instructions for use (IFU): the following description is found in the instruction manual "usage adjustment of color tone. When replacing the endoscope or camera head, be sure to automatically correct the white balance. Accurate color reproduction may not be possible. The following statement is included in "precautions" in the instruction manual "for safe use _handling and general precautions". Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that this camera head is out of balance. Additional information was obtained and customer clarified it was white balance. There were no reports of patient or user harm associated with this event.